Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable pump-pump won't run." The reservoir volume of the reported device was 85ml, rate at 2.2ml/hr, and 10.05ml was given. There was air in line noted. There was no patient, or clinician injury associated with this occurrence.